Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 7cm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. During the index procedure, the final angiogram revealed a type ia endoleak. The device was placed approximately 5mm below the lowest left renal artery. The physician decided to add an endurant cuff and the endoleak was resolved. The physician attributed the type ia endoleak related to the angulated and short proximal neck 10mm length. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).